Event description:
Additional information received from the patient reported that she had followed-up with the pain managing doctor. The circumstance that led to the change in symptoms was pain in the legs. The doctor thought it was maybe the device but it was not. After 2 weeks they turned the machine back on. When asked what steps were taken to resolve the change in symptoms, the patient replied it was not the device.

Manufacturer narrative:
(B)(4).

Event description:
The consumer reported a change in therapy and the patient already increased stim on (B)(6) 2016. There was no fall, trauma, positional movement, medical test or environmental exposure related to this issue. The patient was getting up more in the middle of the night. This was noted to be a sudden change in therapy/ symptoms. The patient was drinking more water for an unrelated issue so she was not sure if the increase fluid intake was making her get up more at night. The issue had been ongoing for the last few months. The patient was indicated for urinary dysfunction/ sacral nerve stim and gastrointestinal/ pelvic floor. No further information was provided about this event. Follow up was initiated to obtain the circumstances that led to the change in therapy and steps taken to resolve. If additional information is received, a follow up report will be sent.